Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 569 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated assisted with troubleshoot and the issue was resolved. The insulin pump will be returned for analysis.